Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "I/a not working" (no code available). The nurse reported, the I/a was not working. The system was switched out and the same I/a handpiece was used to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).